Manufacturer narrative:
Engineering retrieved the stored episodes from the device for ts review. On (B)(6) 2016 two ventricular episodes were stored. V-1 occurred at 01:00. A polymorphic rhythm was detected in the vt zone. Two beats were undersensed so vf detection did not occur and the rhythm self-terminated. Episode v-2 occurred at 01:02 and was vf. There was excellent sensing and the charge time for the first 41 j shock was 9.5 sec, with an impedance of less than 20 ohms. Redetection occurred and a second 41 j shock was delivered with a charge time of 6.4 sec and again the impedance was less than 20 ohms. Attempt three was diverted due to undersensing, with noise observed on the rv rate/sense egm. With attempt four, the shock was attempted to be delivered but after the charge time exceeded 45 sec a charge timeout occurred. The patient was still in vf and the device continued to attempt to deliver shocks, with the charge timeout recurring. Upon receipt, visual inspection of the crt-d identified two arc marks on the device case. Review of device memory confirmed a shorted lead fault (code 1004) was recorded on (B)(6) 2016 after a shock was attempted, with an impedance measurement of less than 20 ohms. Subsequent shocks attempted resulted in a shock impedance measurement of ¿n/r¿, and on the fourth and fifth attempted shocks, the charge timeout occurred (code 1007). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the device declared eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. The field observations were caused by a shock into a shorted lead condition. The associated rv lead was not a boston scientific product and was therefore not returned to boston scientific for analysis.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead experienced a syncopal event at home. Emergency services were called and cardiopulmonary resuscitation (CPR) was performed. The device did not deliver a shock. When the emergency room physician arrived, the patient was confirmed to be in ventricular fibrillation (vf) and five external shocks were delivered. The patient was in a coma for two days before passing away due to multiple organ failure. Interrogation of the device on the date of death revealed codes 1004 and 1007. The device was to be explanted and returned for laboratory analysis. Device data was submitted to technical services for review. Technical services (ts) was not able to review stored episodes from the save to disk. The episodes may be retrievable from the device when it is returned for analysis. However, the data did show that the device attempted a shock on (B)(6) 2016 but encountered a shorted lead, where the impedance was less than 12.5 ohms. This produced the code 1004. After the code, the device went into redetection, started charging again, and due to the previous shorted lead condition, was not be able to complete the charge within 45 seconds. This resulted in the code 1007 for a charge timeout. After a charge timeout occurred, the device reverted to end of life (eol) battery status, resulting in therapy limited to vvi 50, vf zone at 165 bpm, and also no access to the any diagnostics or stored episodes via the programmer.